Manufacturer narrative:
No photos or samples were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. A production record review was completed for batches/lots 1065310 and 1089684 and no non-conformance was noted during the manufacturing of these lots. No further actions are required at this time. This failure will continue to be tracked and trended.

Event description:
It was reported by the sales representative that the applicator leaked in the packaging. Per complaint form: 26 ml leaked in packaging.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the sales representative that the applicator leaked in the packaging. Per complaint form: 26 ml leaked in packaging.